Event description:
The clinician reports the implant was inserted (B)(6) 2026 in ada 13. Details of surgery: ridge augmentation. On (B)(6) 2026, non-osseointegration was verified. Patient presented with fair oral hygiene. The devic(B)(6) 2026e was forwarded to the manufacturer. At the event the patient experienced: pain and mobility. No further patient complications were reported.